Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switches on automatically.

Manufacturer narrative:
Exemption number e2015058. Routine testing confirmed that the pad-pak was first was installed by the customer on the 25th april 2012 and performed self-tests up to the 6th january 2013. Temperatures are recorded outside the operating range. The device failed multiple self-tests due to a low battery between the 13th january 2013 and the 18th september 2016. Investigation found the fault can be attributed to the device being stored in adverse conditions. There were no ten minute time outs recorded which would suggest the device was returned in response to field safety corrective action. The pad-pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.